Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 09/08/2015. Medtronic investigation of returned suspect device finds that the computer was returned to manufacturer on 09/17/2015, unused. 09/10/2015 a medtronic representative, following-up at the site, reported a burning smell was coming from the multi out power supply. Return requested. Replacement power supply multiout 350w shipped to site 09/10/2015. Medtronic investigation of suspect power supply multiout 350w, returned on 09/17/2015, finds that the cooling fan is running. The 28 and 12vdc outputs are normal. The 5vdc and 9vac outputs are not functioning; one failed ic chip and several other components appear damaged due to excessive current. Electrical failure - no power - 09/11/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Replacing the multi-out power supply resolved the issue. - return requested. Replacement video splitter, monitor, monitor cable, and video splitter cable shipped to site. All returned to manufacturer un-opened and un-used.

Event description:
A medtronic representative received a report from a site biomed representative that when turning on their navigation system it smelled of smoke and would not boot up properly. In trouble-shooting, the navigation system powered on and both the surgeon cart monitor and the staff cart monitor were receiving power, however, displayed a no signal message. The external fan was on, however, the computer fan could not be heard running. Mouse lights were on, indicating that the computer power chain was not compromised. The medtronic representative attempted re-booting three times and each time confirmed the burning smell and that the computer was not loading. There was no patient present when this issue was identified.

Manufacturer narrative:
As previously reported, the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.